Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause of the apex bleeding 5 days after the tavr procedure is unknown. Per the physician, it is possible that the cause was related to the guidewire manipulation. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a cardiac tamponade occurred five days after a transfemoral tavr procedure for a 23mm sapien xt valve. The preoperative CT showed the patient's left ventricle apex was very thin. No cardiac effusion was observed pre-, peri-, and post-procedure. The tavr procedure was completed without any incident. The patient had been stable and no cardiac effusion or other abnormal findings were observed by echocardiogram performed from post-procedure through post-operative day (pod) 3. The postoperative course was good and the patient was scheduled to be discharged on pod7. However, after rehabilitation on pod 5, the patient's blood pressure dropped suddenly and the patient had chest pain. Echocardiography showed cardiac effusion and a CT showed a cardiac tamponade. The patient was intubated and a pericardial drainage was performed under sedation, 800 ml of blood was drained. Anticoagulation therapy was suspended. No worsening of bleeding was noted and it decreased (65 ml on pod 9). CT showed bleeding from the apex. Per the latest report, the patient was extubated and is monitored in the ICU. She has been transfused more than ten (10) units (the exact units is unknown) from the emergent treatment to monitoring in the ICU. The physician stated that no entanglement with a guidewire was seen by the review of the procedural video. It was confirmed by an image that the guidewire partially touched the cardiac muscle, but it did not reached the apex. No hemodynamic instability or cardiac effusion was observed post procedure. The physician wondered whether such event could occur; however, the cause was probably considered to be guidewire manipulation. No other cause can be thought of.